Event description:
The mother reported via phone call that the customer had a crack on the insulin pump. The mother stated the crack was located at the reservoir compartment. It was also reported the customer went into the pool while connected to the insulin pump. The mother reported the insulin pump was functional after moisture exposure, but the customer did not receive a bolus after. Troubleshooting found the insulin pump passed a self-test. The mother also reported observing fluid in the reservoir compartment. Customer's blood glucose was 90 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.